Event description:
I went to urologist for prostate enlargement. I was given flomax for treatment which I received penile pain; dr would not change medicine. I went for operation for prostate to shrink prostate. After going through operation, I have impotence, my penis is bent to the left when erect, and I have a bulge in the middle of penis like I have nerves destroyed or blood vessels destroyed. I felt the entire operation and it felt like electronic shock when treatment was given.